Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with attached groshong catheter was returned for evaluation. Visual, microscopic, and functional testing were performed. A circumferential split was noted approximately at the 18cm depth mark or at approximately 4.1cm from the distal end of the cath-lock. Additionally, another circumferential split was noted approximately at the 17cm depth mark or at approximately 5.2cm from the distal end of the cath-lock. Blood and residue were noted throughout. The edges of the split at the 17 cm depth marker were noted to be rounded. The investigation is confirmed for the splits observed, and due to the nature of the splits, it is concluded that they are due to flex fatigue. Leaking of contrast was also confirmed from the x-ray image provided. During the image review, extravasation was confirmed at the point of insertion of the catheter into the ij, suggesting a failure in the catheter. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device: 2988 - naturally worn). H11: h3, h6 (device, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years thirteen days post port device implant, the port was allegedly unable to aspirate. Reportedly, imaging demonstrated contrast medium extravasation. The patient status is unknown.

Manufacturer narrative:
Medical images were provided and reviewed. The lot number for the device was provided. The device history records are currently under review. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2020).

Event description:
It was reported that approximately two years thirteen days post port device implant, the port was allegedly unable to aspirate. Reportedly, imaging demonstrated contrast medium extravasation. The patient status is unknown.